Manufacturer narrative:
The events of necrosis and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: necrosis and seroma.

Event description:
Healthcare professional reported right side ¿allergy reaction to silicone occurring after implantation, ¿allergy dermatitis and effusion accumulation was confirmed¿, ¿twenty days after insertion following reconstruction surgery, breast skin tension and redness occurred¿, ¿300 ml puncture drainage of ¿serous effusion¿ around device performed under echo guide¿, ¿symptoms of effusion accumulation persisted and the device was removed¿, ¿partial pectoralis major muscle necrosis was confirmed but infection denied. Bacterial culture examination found negative results¿ the device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of allergic reaction/hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: allergic reaction/hypersensitivity.

Event description:
Healthcare professional reported right side ¿inflammation" and "allergic reaction, heat¿. The device has been explanted.